Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and exchange due to concern with the product.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "textured to smooth due to concern with the product" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, white calcification in the shell, black particles in the shell, opening extended on posterior and opening curved on radius. A visual and microscopic analysis was performed which identified: striated broken and opening on anterior, posterior and radius, creases fold and missing shell.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "textured to smooth due to concern with the product" against left device. The device has been replaced.